Event description:
Litigation alleges the patient suffers from pain and difficulty ambulating.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain and difficulty ambulating. Update rec'd 5/29/2014-pfs and medical records received. Part/lot information received. Pfs also alleges high metal ions and swelling. There is no new additional information that would affect the existing MDR decision. Update 02/03/17¿ medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient also suffered from instability and catching/ratching. Lab levels indicated the metal ion levels are below 7ppb. There is new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 11, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges meniere's disease from the high chromium and cobalt levels in the blood. After review of the medical records, an effusion was noted. This complaint was updated on may 16, 2017.

Event description:
Legal medical records received. After review of the medical records for the MDR reportability, examination notes reported an increasing discomfort and trochanteric bursitis before primary surgery. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update aug 25, 2017: medical records received. After review of the medical records for MDR reportability, pathology report stated chronic inflammation. This complaint was updated on: sep 15, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain and difficulty ambulating. . Update rec'd (B)(6) 2014 - pfs and medical records received. Part/lot information received. Pfs also alleges high metal ions and swelling. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2017 ¿ medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient also suffered from instability and catching/ratching. Lab levels indicated the metal ion levels are below 7ppb. There is new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2017. Update (B)(6) 2017 medical records received. After review of the medical records for MDR reportability, there was no new information that would affect the existing MDR investigation. The complaint was updated on:(B)(6) 2017. Update (B)(6) 2017: legal medical records received. In addition to what was previously alleged, pfs alleges menieres disease from the high chromium and cobalt levels in the blood. After review of the medical records, an effusion was noted in the revision notes. This complaint was updated on (B)(6) 2017. Update (B)(6) 2017: legal medical records received. After review of the medical records for the MDR reportability, examination notes reported an increasing discomfort and trochanteric bursitis before primary surgery. This complaint was updated on (B)(6) 2017 update (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, pathology report stated chronic inflammation. This complaint was updated on: (B)(6) 2017.